Manufacturer narrative:
Currently, it is unknown to what extent the device caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - patient was diagnosed with uterine prolapse, stress incontinence and fibroids. Patient underwent a multi-part procedure with implant of a bard/davol flat mesh. On (B)(6) 2005 - patient underwent an exploratory procedure due to suspected mesh erosion. At this time patient also underwent implant of a non-bard/davol combination sling and cystocele patch with non-bard/davol tape. The operative details note "we were able to secure the lateral aspects of the vagina around the eroded area and excised the abnormality with electrocautery. An ethibond suture identified in the very hard scar tissue and defect excised from the vagina. The area was completely excised, and the defect in the vaginal cuff was closed in a running fashion. After completing the excision of this area, we proceeded to perform rectocele repair." It appears an eroded portion of flat mesh was excised along with suture material.